Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead is experiencing an increase in impedance. The lead remains in use and will be closely monitored. No patient complications have been reported as a result of this event.